Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had noise oversensing. When the ra lead was revised, it was found that the ra lead was binding with the right ventricular (rv) lead. The ra and the rv lead were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.